Manufacturer narrative:
The returned ICD was first subjected to a status request. The device status at input was eri, 79 episodes were registered. The memory content of the ICD has been checked; in the available iegms disturbances in the atrial channel were visible. The analysis of the data also showed archive atrial pacing impedance of> 3000 ohm since (B)(6) 2012, which confirms the clinical observation. The signal perception turned out to be noise-free. The ICD took signals applied to free of interference. The impedance measurement functioned flawlessly during testing at different temperatures. During the tests, no abnormalities that might be related to the clinical observation showed. The header system of the ICD was mechanically tested. The screws of the shock and pace/sense were faultless. Tentatively introduced electrodes could be contacted easily, low resistance and reliable. The header dimensions were all within the dimensions specified by the is-1 and df-1 standard. There were no material or manufacturing defects present. The ability of the ICD therapy was verified. The bradycardia output was flawless and corresponded to the programmed values. A fibrillation signal has been created and the unit responded conform to specification with a defibrillation shock. The specified energy level has been reached. In particular, the charging time proved to be normal. The ICD was implanted 68 months, a number of 79 charges were documented. The battery charge drawn was reviewed. The battery depletion proved to be as expected. The production documents of the ICD have been checked. All manufacturing steps have been properly performed. An indication of a material or manufacturing defect is not present. In summary, the returned ICD and the device memory data were analyzed. In the available iegms and archive data interference in the atrial channel and pacing impedance of> 3000 ohm could be detected. After an extensive investigation, the ICD has proved to be fully functional. There was no evidence of a material or manufacturing defects.

Event description:
Ous MDR: after an implantation time of about 68 months, a pacing impedance of the ra lead of >3000 ohm (since 04/17/2012) was reported during a normal ICD exchange. No worsening of the patient's state of health was reported.